Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion device dropped on the floor and keeps showing error 7 (electronic error) message. Preliminary investigation on (B)(6) 2013 showed the infusion device displayed an e7 message and a defective vibrator. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Due to a hard mechanical impact,the buzzer is without function. The reason is a broken solder joint at the connector to the printed circuit. Therefore the insulin pump correctly triggered the e7001 error message.